Event description:
It was reported that 4 pts developed blisters and welts following hair removal treatment with the lightsheer head of the lumenis one. Pt #3 was receiving hair removal treatment to her underarms as settings previously tolerated when brown spots appeared. The pt declined medical intervention. As of (B)(6) 2008, pt still has brown spots under her arms that may be permanent.

Manufacturer narrative:
Depot inspection found a very small amount of burned gel on the lightsheer head. Cleaned gel off, verified energy calibration was well within specs. System is operating properly and ready for use. As of (B)(6) 2008, pt still had brown spots that may doctor says be permanent. MDR will be filed for dirty tip on lightsheer head.